Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned, non-emergency procedure. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's geometry had failed, preventing c-arm movements. Upon troubleshooting, the fse checked the system logs and found that the rack may have been hit, causing the potentiometer to shift and the power supply to shut off. To resolve the issue, the fse performed a recalibration of the longitudinal current and restarted the system to solve the problem. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry failed, preventing c-arm movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device 722281 is not sold in the USA. However, a similar device 722228 is marketed in the USA under 510(k): k200917